Event description:
Per provider brakes not working (motor (12 km/h) rhino 2 9153654155). Additional associated reportable malfunction - per provider brakes not working (controller, rhino 2 (110a) pegasus 9153653519).